Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Shortly after implant, r-waves have gone down from 10mv at implant to 2.4mv on (B)(6) and 2.9mv on (B)(6). The patient was brought in to re-position the lead. The physician tried multiple locations, but was not able to find a location with better r-waves. The best they could get was 3mv. An OEM lead was implanted and r-waves were at about 8mv. This lead is not available for analysis. No adverse patient side effects were reported.